Manufacturer narrative:
The customer¿s report of a cracked tubing was not confirmed. The received sets were visually inspected and no damage or anomalies were observed. Inspection under magnification revealed no cracks on the male or female luers. Functional and pressure testing was performed; initial testing of the sets connected as received showed leaking at the luer connection between the two sets. When the sets were properly connected and retested no leaks were observed. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the IV was found to be cracked during a dressing change. Although requested no other event information provided by the customer.